Manufacturer narrative:
Additional information was added to d9, h3, h6 & h11. H11: five (5) opened actual samples, twenty two (22) unopened companion samples, one (1) photo and one (1) video of the samples were received for evaluation. A visual inspection, with the naked eye, revealed all of the samples had evidence of iodine presence indicating that iodine was dispensed during manufacturing. The video shows a person putting a cotton bud into a minicap. The cotton bud appears to show no evidence of the presence of iodine when it is removed from the minicap. The reported condition was verified in the video. Inspection of the five (5) actual samples showed evidence of iodine presence. Inspection of the 22 unopened companion samples observed 13 units had a dry sponge and nine (9) minicaps units had evidence of iodine presence and wet sponges. Severe wrinkling and potential pinholes in the bottom foil were also identified during the sample analysis. The reported condition was verified. The condition was not verified on the other 14 samples. The cause of the condition could not be determined. A batch review was conducted and there were no deviations found related to this condition during the manufacture of this lot. A nonconformance has been opened to address this issue. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
E1: initial reporter address: (B)(6). Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that there was too little iodine liquid inside a minicap. This was observed before use of the device for peritoneal dialysis therapy. There was no patient involvement. No additional information is available.